Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 20-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (800 mcg/ml at 113.98 mcg/day), dilaudid (15.0 mcg/ml), and bupivacaine (35.0 mcg/ml) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that there was an issue with drug delivery through the catheter. The environmental, external, or patient factors that may have led or contributed to the issue were noted to be ¿patient weight gain, falls, bodily changes¿. On the date of the report, the patient was taken to surgery where continuous flow checks were performed during the procedure to determine where the issue with the catheter originated and determine the best solution. The catheter was examined and found to be kinked which impacted drug delivery. The healthcare provider closed off the existing catheter and implanted a new one. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.